Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency board. The insulin pump data could not download to the carelink software due to alarms in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his health care provider could not upload the insulin pump to carelink. The insulin pump had multiple failed self-test alarms. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.